Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted, but 30 seconds after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Two additional clips were implanted to stabilize the slda clip, and the mr was reduced to 2. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4)